Event description:
A us distributor contacted zoll to report that a patient developed sores under his electrodes. They were red and felt like they were burning. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone acetonide 0.1 % cream by a physician. Follow up indicated that the rash is improving.